Event description:
Boston scientific received information during the implant of this implantable cardioverter defibrillator (ICD), shock impedance measurements above 125 ohms were noted. The ICD was then moved to be under the pectoral muscle and the measurements were in normal range. The physician believed that the out of range measurements were due to the patient¿s electrolyte imbalance when the ICD was implanted subcutaneously. No adverse patient effects were reported. The ICD remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.